Event description:
On (B)(6) 2014, the reporter contacted animas and reported a blank display screen issue. The alleged malfunction is being reported because the reported malfunction was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was able to power on but the display screen remained blank. The pump was opened and there was evidence of moisture on the oled flex ribbon. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.